Manufacturer narrative:
Continuation of d10: product ID 3387-28 lot# unknown. Product type lead product ID 3708660 lot# serial# unknown implanted: (B)(6)2023. Product type extension two leads are implanted and unknown which is the reported product.  No further follow-up is possible because the right and left sides cannot be determined. Lead information is: serial number: (B)(6), implant date (B)(6)2001 serial number: (B)(6), implant date (B)(6)2010 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting two leads are implanted and unknown which is the reported product.  No further follow-up is possible because the right and left sides cannot be determined.

Manufacturer narrative:
Concomitant medical products: product ID:3387-28, product type: lead. Product ID: 3708660, implanted: (B)(6) 2023, product type: extension. Other relevant device(s) are: product ID: 3708660. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that during replacement of the dbs lead, extension, and the patient's implanted ins, the extension with an abnormal impedance was replaced with an activa adaptor. When the new activa adaptor was connected to the originally implanted lead and secured with a torque wrench, all four screws did not "click" in place. Contributing factors may include that it is possible that each of the fixation screws was not grasped with fingers, or the lead itself may have deteriorated due to long-term lead implantation (physician's opinion). Troubleshooting included the reconnection of the activa adaptor and lead. To avoid lead breakage from being tightened too far, the lead was checked to make sure it did not come loose after being tightened to a certain point and that it was within the normal impedance range. The wound was closed as continued implantation at the physician's discretion. No symptoms were reported. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 3387-28, lot# unknown, product type: lead. Product ID: 3708660, serial# unknown, implanted: (B)(6) 2023, product type: extension rfr code corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.